Event description:
Patient presented to the physician with suspected hypoglossal nerve damage, including ongoing headaches, drooling, voice changes, and tongue weakness. Physician brought the patient into the or and explanted the entire inspire system.